Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer reported that he woke up with a high blood glucose reading due to infusion set fell off from the insertion site and also took steroid shots that also contributed to high blood glucose reading. Customer also reported that the insulin pump would make a noise possibly during rewind or prime process. Customer declined high blood glucose troubleshooting. The insulin pump was not returned for analysis.